Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. The customer's blood glucose (bg) level was 50-250 mg/dl. The cause for low bg levels was unknown. Customer consumed carbohydrates to treat low bg level and continued to use the pump for continued insulin therapy.